Event description:
Patient needed to go through revision surgery because presented changes in the skin (attached image) and possible loosening of 1 screw/counter screw (still to be confirmed ¿ revision surgery occurred yesterday (B)(6).

Manufacturer narrative:
No product returned for evaluation, no lab reports provided and the provided radiographs did not confirm the infection. Review of the reported event and additional information received noted eight days postoperative an infection was identified. Post-operative infection is a known complication of surgical procedures that can be the result of environment contamination, incomplete sterilization or patient related factors. Nuvasive instrumentation and implants are cleaned and sterilized by the user facility and sterilization records were not provided. Review of the reported event suggests possible environmental contamination though the type of infection was not provided. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Labeling review: "contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients who are unwilling to restrict activities or follow medical advice. 4. Patients with physical or medical conditions that would prohibit beneficial surgical outcome. 5. Use with components of other systems, unless otherwise specified. 6. Patients with known sensitivity to the materials." "Residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "Residual risks to the patient associated with use of general surgical instruments are: cleaning and sterilization failures, sterile barrier compromise, corrosion, and unretrieved instrument fragments which may cause or contribute to infections, fever, wound dehiscence, immunological response and immunological, systemic, or allergic reactions. In some instances, treatment of these events may require surgical intervention including revision surgery. Skin irritation, rash, sensitization and/or cell death which may occur in the event a patient is allergic to a material used in the system instruments..." "Risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections. Many of these events may necessitate revision surgery..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Packaging...instruments provided non-sterile can be single-use or reusable. Discard single-use instruments after use. Reusable instruments should be reprocessed using instructions provided below. All instruments provided sterile are intended for single use only. Do not use if package is opened or damaged. This product should not be re-sterilized. Discard single-use instruments after use." "Cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible, contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a ¿d¿ prefix part number (e.g., dxxxxxxx) may be disassembled. Please refer to the additional disassembly instructions for these instruments." "Sterilization all non-sterile instruments are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿ s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4). 9004421-en w-2022-12.